Event description:
Infusion nurse reports receiving down occlusion error in pump (serial: unknown; expiration date: unknown] that she cannot clear. Nurse states she most likely cannot return within 48 hours to infuse the naglazyme. Dose will have to be discarded and missed. She will return early next week to infuse due to holidays and missed dose. Pharmacy to replace pump. At time of report missed dose had not occurred. Pump associated with event available for return. No additional info. Reported to (B)(6) by health professional.